Event description:
The report from hospital say: the patient was using the ventilator (mode: duopap) and 16 minutes after starting the atomization, the machine alarmed: low tidal volume and low airway pressure, followed by the operating prompt "check the flow sensor tubing, reverse the flow sensor" and an alarm "respiration stopped, limit of tidal volume reached" occurred. The nurse came to the bedside and checked. The patient's vital signs were stable and the ventilator showed no ventilation parameters. Hamilton-c2 made in 2012.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The root cause was determined to be user error. In consequence another ventilator was used to further support the patient, but not required. There was no reported patient or user harm.